Manufacturer narrative:
Additional device product code: lxh. Occupation: reporter is synthes sales consultant. A device history record (DHR) review was conducted: part number: 311.023, synthes lot number: t132000, release to warehouse date: 01-jun-2016, manufacture site: (B)(4), part expiration date: n/a, list of nonconformance¿s: n/a, a review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. Review of the device history record of (B)(6) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A product investigation was conducted. The customer reported the handle on the device does not hold. The repair technician reported the device handle required replacement. Lube/oil/clean is the reason for repair. The cause of the issue is unknown. The following parts were replaced: ratcheting screwdriver handle. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2019 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the ratchet screwdriver handle does not hold anymore so ratchet system was not functional during a cotasl fixation surgery. There was no surgical delay reported. Procedure outcome was unknown. No patient impact. This report is for one (1) ratcheting screwdriver handle. This is report 1 of 1 for complaint (B)(4).